Event description:
It was reported that "revised because the tibial insert was disengaged from the baseplate".

Manufacturer narrative:
The investigation is in process. No add'l info is available at this time.